Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high pacing threshold (3 volts at 0.5 ms). The lead was capped and replaced, during a system upgrade procedure. No patient complications have been reported as a result of this event.